Manufacturer narrative:
The insulin pump no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/ compromised force sensor test and the excessive no delivery test due to no button response. The insulin pump had a scratched display window, cracked battery tube threads and a broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 287 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.